Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose (bg) level of 600 mg/dl, and high ketone levels. The customer was treated with intravenous saline and insulin. Customer was released 4 days later with no permanent damage. Reportedly, the customer is autistic and pulled out the infusion set site. Multiple follow-up attempts were performed to obtain additional information, however, customer did not respond.